Manufacturer narrative:
Date of event is estimated. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
It was reported that following an MRI where the device was placed into MRI mode, the patient lost their patient controller and is unable to disable MRI mode. Troubleshooting has been unable to resolve the issue, and an orion exit tool (oet) has been deployed to an abbott representative.